Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference 2182269-2017-00009. Following an atrioventricular nodal reentry tachycardia ablation procedure, a pericardial effusion occurred. Following the procedure, the patient became hypotensive and an echocardiogram was performed which revealed a pericardial effusion on the right side of the patient's heart. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any sjm devices.